Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number sn (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. The folder containing the log files, screenshots and case files was provided empty. The reported problem could not be confirmed as we do not have the files for the case to review. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with emi interference causing tablet to flicker. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori assisted tka surgery the real intelligence cori screen blacked out when they went to collect hip center early in registration. As soon as the screen came back on, it read entering sleep mode. They had to reboot the console re-enter the case and proceed from the start of the case with no issues. After initial black out and sleep mode, the external monitors were no longer used and the 24 inch touchscreen was utilized. The procedure was completed with a delay of fewer than 30 minutes using the 24 inch screen. No patient injuries and no other complications were reported.